Manufacturer narrative:
Correction information: b4: date of this report. D8: was this device ever serviced by a third party? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: the event that occurred was an angulation failure. A pentax engineer consulted with hospital staff and identified the malfunction during use. Fortunately, no harm was caused to the patient, and the examination was completed using a backup device. Based on the investigation, the user rotated the angulation knob with excessive force, which resulted in breakage of the angle wire. The device was repaired by pentax medical shanghai and returned to the hospital. The hospital was reminded to ensure that daily operations and reprocessing procedures comply with the instructions for use. Investigation completion and return date: 06-mar-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 08-oct-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 21-oct-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 05-mar-2025 pentax medical became aware of event involving a model ec38-i10f, serial number (B)(6) video colonoscope in china within the apac region. During an endoscopy, the angle knob of the endoscope did not move and the angulation mechanism did not function. Therefore, the target site could not be observed and the field of view was limited, thus the endoscopy could not be performed. The endoscope was immediately replaced with another endoscope and the patient's endoscopy was continued. The patient's endoscopy was interrupted, resulting in extended endoscopy time. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.